Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to prosthesis dislocation. Components not revised: cotyle "anca" avec trous a/revet. Hap 56 ppr67256 lot u0566938. Insert ceram "anca fit?" 28/44 56-58/28 al2.o3 biolox forte ppr67512 lot u0169808.